Event description:
It was reported that intermittent noise and sudden increase in capture threshold were observed. The noise was diagnosed as vt and inappropriate atp delivered. The noise could not be reproduced in-clinic with isometrics and pocket manipulation. The lead remains implanted.

Event description:
New information received indicated that the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.